Event description:
The pt was unable to adjust stimulation. The battery lights were assessed (results not specified). The hcp reported that the device was replaced. The pt experienced lack of effect as a result of the event. The pt outcome was reported as 'recovered without sequela'. Please see MFR. Report #6000032200807618.

Manufacturer narrative:
A process improvement plan and training are in place.